Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements of greater than 2500 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed. The lead was tested via the pacing system analyzer (psa) which reproduced noise, non-sensing and impedance measurements of greater than 4000 ohms. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.